Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator underwent a surgery during which electrocautery was used. This caused noise and oversensing that resulted in inappropriate anti-tachycardia pacing (atp) therapy. The atp induced the patient into ventricular fibrillation, resulting in the device providing one shock. This shock successfully converted the rhythm. Technical services and the field representative discussed possible education with the (B)(6) at the hospital. The device remains in service. No additional adverse patient effects were reported.